Manufacturer narrative:
The customer reported, the device would intermittently not recognize 12-lead ECG. There was no report of patient impact. Philips evaluated the device and resolved the issue by replacing the leads ECG connector.

Event description:
The customer reported, the device would intermittently not recognize 12-lead ECG.